Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/01/2019.

Event description:
The customer reported unit has a dim screen and can't be powered on from the front panel. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 30oct2019. During further investigation, the manufacturer¿s field service engineer (fse) received from the bench repair that gave error code for the battery. The battery was found not connected, so the fse connected the battery, and unit now operates with out any battery error codes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 29oct2019. Date of report: 30oct2019. The manufacturer¿s field service engineer (fse) confirmed the reported display liquid crystal display (lcd) screen dim, unable to adjust, lcd screen damage, and scratched issue. The manufacturer¿s field service engineer (fse) replaced the display user interface (ui) board and lcd screen . Ran system calibration and performance verification. All testing passed to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.